Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was due an intermittent electrical open of the cable sense line on the connector assembly. When the assembly was manipulated the device was unable to charge and shock during testing.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy and displayed ¿cannot charge¿. Therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy and displayed ¿cannot charge¿. Therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.